Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that in 2008, the patient underwent stenting of the pre-dilated proximal lad with a xience v stent and direct stenting of the rpda with a xience v stent. During the procedure, a dissection occurred adjacent to the stents within each of the above vessels. The dissections were treated with implantation of a xience v stent. There is no additional information available.

Manufacturer narrative:
The patient effect of a dissection is listed in the xience v IFU, and the no-fault risk assessment, as a potential adverse event associated with coronary stenting procedures. There was no report of any product malfunction identified during the procedure, and the dissection was successfully treated with placement of an additional stent. The IFU states that implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel, requiring additional intervention (CABG, further dilatation, placement of additional stents). The other xience v (incident description) is being reported under the same manufacturer report number.